Manufacturer narrative:
Concomitant products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that following a replacement surgery, she had intermittent therapy where they would only feel stim when they moved a certain way. The patient took steroids to treat their pain in the summer of 2016, but the pain worsened when they stopped using the steroids. During the replacement surgery, the healthcare provider (hcp) noted that the ins had been turned 90 degrees in rotation, so they clamped it down and used a different type of lead. On the other hand, the replacement implant lessened her pain. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.